Event description:
An ophthalmic surgeon reported that a large amount of air came out from infusion line, even though they did not substitute air, during a vitrectomy procedure. The procedure was completed after clamping the air line. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).